Manufacturer narrative:
Correction to g2 to add the foreign country netherlands. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted during the evaluation where the the bending section was worn out and the suction cylinder was corroded. However, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms were not confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of investigation, a review of the customer¿s cds checklist was performed and shows that the scope is pre-cleaned at bedside in the examination room. The customer reported that the precleaning is performed under five minutes. The detergent solution used is olympus endodet. The scope is brushed with the olympus disposable bw-422t. The channel is brushed until there is no debris on the brush. The instrument channel opening is brushed with the olympus maj-1339 brush until the brush has no debris. The biopsy valve, and air/water valve, and suction valve are brushed and endo thermo disinfector (etd) twice. The customer is not performing manually cleaning. The customer uses the etd double automatic endoscope reprocessor (aer) to reprocess the scope with the olympus endodet detergent and disinfectant. The endoscope and aer are compatible in the aer manufacturer¿s IFU. All channels of the endoscope are connected to the aer¿s injection ports, and supplied with disinfectant. The disinfectant is used within expiration date. The aer¿s disinfection process program is according to aer manufacturer¿s recommendation in the etd double paa manual. The scope¿s air/water channel, suction channel, and auxiliary channel are not flushed with alcohol. All removal parts (valves, water resistant cap) are detached from the scope and the scope is dried prior to storage. The scope is stored in a drying storage cabinet and hung vertically with the distal end not touching the cabinet floor. In addition, the scope will be returned to the regional repair center (rrc) for additional testing and evaluation. The cause of the device positive culture cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that three channels on the facility¿s loaner scope were cultured and tested positive for multiple organisms. The first culture found 200 cfu/20 ml of rothia mucilaginosa in the working/suction channel, 10 cfu/20 ml of streptococcus vestibularis and rothia mucilaginosa in the air/water channel and 2 cfu/20 ml of an unspecified organism in the jet channel. The customer reportedly reprocessed the scope again and a second culture was performed and found the suction channel was clean; however, 34 cfu/20 ml of gram positive cocci catalase negative was found in the scope¿s coil/bladder duct and 8 cfu/20 ml of an unspecified organism in the jet channel. There was no associated patient infection reported.